Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that a bulb evacuator was discovered with seal issues in the packaging. Incident occurred at the user facility. The item was not in use and no injury or death was reported. No sample was provided for evaluation. A lot number and photo were provided for review. Analysis result of the finished good lot number was reviewed. No non-conformance's were noted in the DHR. A photo of the sample confirmed the issue identified by the end user. Due to no sample provide, a root cause could not be determined and no further information is available on the product at this time. However, if a sample becomes available and any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report. Device not available.

Event description:
Aspen surgical received a report from the distributor indicating that a bulb evacuator was discovered with seal issues in the packaging. Incident occurred at the user facility. The item was not in use and no injury or death was reported. This report was filed in our complaint handling system as complaint # (B)(4).